Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that the iunihg screw fractured in patient's mouth about 6 to 9 months ago.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned and the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR could not be reviewed since the lot number was unknown. Complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Follow up with the customer confirmed that the screw was not fractured, but it was cross threaded and loosened.

Manufacturer narrative:
This report is being submitted to relay additional information. During follow up with the customer for product return, customer confirmed that the screw was not fractured. The screw was cross threaded and loosened. The following sections are being reported: h6:device code was updated: from 3252 to 3026 and 1384.